Manufacturer narrative:
(B)(4). D10: m2a-magnum mod hd sz 44mm, item: 157444, lot: 231280. Taperloc microp lat fmrl 7.5mm, item: 15-103202, lot: 658490. M2a-magnum 42-50mm tpr insrt-3, item: 139254, lot: 617690. Stryker dall- miles cable & sleeve set (competitor), item: unknown, lot: unknown. G2: foreign ¿ canada. The customer indicated that the device remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient is experiencing metal-related pathologies approximately sixteen (16) years post-implantation. No medical intervention has been reported to date. Follow-ups to gather additional information are currently in process.